Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms and decreases in speed can be confirmed based on the submitted log file. Although a specific cause for these events could not be conclusively determined through this evaluation; based on previous complaint history, the observed events appeared to be consistent with potential driveline issue. The submitted log file contained data from (B)(6) 2021. There were multiple motor stopped alarms beginning on (B)(6) 2021 and continuing intermittently until the end of the file. The pump stop events were accompanied by low speed advisories, low speed hazards and low flow hazards. The pump stop events occurred while the patient was supported by battery power and power module. Although these events appeared to be associated with a driveline issue, a specific cause could not be conclusively determined. The submitted photos showed that there was limited space to perform another external driveline repair. Additionally, the submitted x-ray images were unremarkable. The patient was exchanged to heartmate 3 left ventricular assist system support on (B)(6) 2021. Heartmate ii left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. This section also explains that during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 3 provides important information regarding how to switch the power sources. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook, rev. C. Is also currently available. Instructions for exchanging batteries and switching power sources are provided in section 3 ¿powering the system¿. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline repair: MFR # 2916596-2018-05172. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device was alarming for low flows and speed drops. The patient was instructed to change out their batteries and clean the contact surfaces of the battery clips. The patient's device was switched to power from a grounded patient cable and they were instructed to call if the low flow alarms continued on this power source. The patient was not hypertensive, had no arrhythmias, and was within limits for normal blood volume. It was noted that there was a previous repair completed on the driveline. The log file captured pump stop events on the afternoon of (B)(6) 2021 while the device was powered by batteries. This appeared to be due to a phase-to phase short with pump stop events occurring on any power source. Chest x-ray images did not show any obvious areas of shield breakdown, but another driveline repair was discussed. It was noted that there was only about 2 inches of space available to perform a repair, which is not enough room. The patient's pump was exchanged and replaced with a heartmate 3 device on (B)(6) 2021 due to the intermittent pump stops.